Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. However, it is likely that excessive downward force or torsional pressure was applied in attempt to remove the device, breaking the guide. A guide separation will prevent the foot from retracting as the actuator wire would only be able to move forward or backward without the support of the foot positioned in the guide. The un-retracted foot would result in difficulty removing the device from the anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, when the proglide device was being removed after deployment, it was noticed that the distal guide (black sheath portion) was separated from the proximal guide. The actuator wire was still intact. The distal guide (sheath) was removed from the patient anatomy using a hemostat clamp to prevent further separation of the device. Manual arterial compression was used to achieve hemostasis. After the procedure, the physician checked for pulse in the leg and it seemed to be ¿okay¿¿. The physician decided to have the patient stay in the hospital an additional day to monitor advancements. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.